Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device was plugged into the wall and started to heat the water but instantly started smoking and showed service required error message. The patient states it smelled of burned wires. The device was plugged into a surge protector. Further information received from the patient; states smoke and burning odor but no visible smoke coming from the device. After further information was received, there was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation the printed circuit assembly was found burned and had corrosion. The customer complaint was confirmed and was reproduced. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Significant cracks/gouges were found in the screen.

Manufacturer narrative:
The manufacturer previously reported the manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device was plugged into the wall and started to heat the water but instantly started smoking and showed service required error message. The patient states it smelled of burned wires. The device was plugged into a surge protector. Further information received from the patient; states smoke and burning odor but no visible smoke coming from the device. After further information was received, there was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During the evaluation, it was confirmed a thermal event took place on the printed circuit assembly mostly likely due to the potential water/liquid ingress to the printed circuit assembly. This is most likely the cause of the device not working properly. The back of the display had a brown and black potential burn mark on it and the iso tube in the center enclosure had a brown potential burn mark on it. The q3 (phase b) of the blower motor circuitry of the pca was blown and had potential mineral deposit stains in the surrounding area, indicating potential water/liquid ingress. There was also brown burn/corrosion stains and potential mineral deposit stains on the underside of the printed circuit assembly where q3 sits, indicating potential water/liquid ingress. There were potential mineral deposit stains near mt2 and mt4 of the printed circuit assembly, indicating potential water/liquid ingress. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device was plugged into the wall and started to heat the water but instantly started smoking and showed service required error message. The patient states it smelled of burned wires. The device was plugged into a surge protector. Further information received from the patient; states smoke and burning odor but no visible smoke coming from the device. After further information was received, there was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.